Event description:
It was reported that intra-operatively, the implant physician attempted to place the lead in several locations, but could not obtain optimal parameters. The lead was explanted, and the physician elected to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the full lead was returned, analysis was performed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.